Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of elective surgery ('she can't work now, surgery soon.') In a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent elective surgery (seriousness criterion medically significant). At the time of the report, the elective surgery outcome was unknown. The reporter considered elective surgery to be related to essure. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('she can't work now, surgery soon.') In a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criterion medically significant). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.